Manufacturer narrative:
Section h6 results code grid of supplemental 001 medwatch report indicated: electrical/electronic component problem identified. Section h6 results code grid of supplemental 001 medwatch report should indicate: no device problem found. Section h6 conclusion code grid of supplemental 001 medwatch report indicated: cause traced to component failure. Section h6 conclusion code grid of supplemental 001 medwatch report should indicate: cause not established.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.

Manufacturer narrative:
A physio-control service representative evaluated the customer¿s device and was able to verify the reported issue of service led on. The cause of this issue was the depleted coin cell battery. The coin cell was replaced which resolved the issue. The reported issue of cannot power device on with ac or dc power was unable to be verified and unable to be duplicated. A root cause could not be determined. After completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient involvement in the reported event.